Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds that had increased since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.